Event description:
The customer reported via phone call that the insulin pump had buttons that worked sporadically. Customer was trying to program a bolus when the buttons stopped responding. His blood glucose level was 128 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Up arrow button did not respond due to flattened button dome switch. Insulin pump had minor scratched display window.